Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to our country mgr in the netherlands that there was a pt in the operating room for an initial implant where high impedance was discovered. During surgery when the lead was connected to their generator high impedance was noted. Several times the lead was disconnected and again connected - still high dcdc with their system diagnostic test. The lead was manipulated and cleaned - still high dcdc with system diagnostic testing. A test resistor was used on the generator- still high dcdc with generator diagnostic testing. The generator was changed to another new opened generator and diagnostics were within normal limits. Specific results not provided for diagnostic testing. Good faith attempts are underway to retrieve the generator and complete programming history from the surgery.